Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a double valve replacement was performed. A 21 mm sjm trifecta valve (model: tf-21a, sn: (B)(4)) was implanted in the aortic position and this 29 mm sjm epic valve was implanted in the mitral position. Postoperatively, the patient presented with signs of mitral valve degeneration and severe mitral insufficiency was noted. The patient was in good condition and due to limited bed capacity, the patient was discharged. The patient later presented to another hospital and on (B)(6) 2016, the mitral valve was explanted. Per report, the trifecta valve remained implanted in the aortic position.

Event description:
On (B)(6) 2013, a double valve replacement was performed. A 21 mm sjm trifecta valve (model: tf-21a, sn: (B)(4)) was implanted in the aortic position and this 29 mm sjm epic valve was implanted in the mitral position. In the last quarter of 2016, the patient presented with signs of mitral valve degeneration and severe mitral insufficiency was noted. The patient was in good condition and due to limited bed capacity, the patient was discharged. The patient later presented to another hospital and the mitral valve was explanted (date unknown). Per report, the trifecta valve remained implanted in the aortic position.